Manufacturer narrative:
(B)(6). A visual inspection of the device confirmed the reported complaint of disassembly. The retaining ring is missing from the device and was not returned for evaluation. A dimensional assessment of the locking knob retainer confirmed it met print specification. Without the return of the retaining ring no root cause can be determined. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the washer on the crosstrac hip guide came off during surgery. No patient injury or other complications were reported.